Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the doctor at camp the customer was attending had informed her, the numbers on the device were ramping. Then the device wouldn't respond to any button presses. Customer's blood glucose was 186 mg/dl. Customer's mother didn't recall any significant event which may have caused the keypad issues as customer was at diabetes camp. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.